Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated she was hospitalized for high blood glucose. No blood glucose reading was reported. The customer stated she changed the infusion set the day prior to the hospitalization. Troubleshooting was done and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.